Manufacturer narrative:
(B)(6). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. An attempt was made to interrogate the device; the no-telemetry condition observed clinically was confirmed. A magnet reset was performed; telemetry was not restored. The device case was opened and the battery was noted to be depleted. An external power supply was attached. There was no signal on the crystal oscillator. An operational crystal was placed in parallel and the device powered up normally. Telemetry was enabled and the device was able to be interrogated with no further issue. The clinical observation was confirmed. The tones and high current draw were caused by a confirmed issue with the crystal oscillator, which caused shortened telemetry wake-up pulse behavior, resulting in premature battery depletion.

Manufacturer narrative:
(B)(4). This device has not yet been returned for analysis. Should additional information become available, or if analysis is completed, this report will be updated.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) emitted tones which did not meet the expected tones pattern. Boston scientific technical services (ts) recommended device replacement due to the tones anomaly. An invasive procedure was performed. This device was explanted and successfully replaced. No additional adverse patient effects were reported.